Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms or frozen display noted. The keypad connector was inspected and no anomalies noted. The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, broken belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer stated the buttons are not responding. Customer stated that pump is not dropped or exposed to moisture. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.